Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 22.2 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did bolus to treat high blood glucose. Customer was using auto mode feature at the time of incident. Based on customer report customer did not allege insulin pump for under delivering. Customer did displacement test and it was pass. Insulin pump will not be returned fro analysis.